Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and autoimmune thyroiditis ('autoimmune diagnosed:hashimto's') in a 31-year-old female patient who had essure (batch no. 794888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid cancer, cholesterol, back pain, menometrorrhagia, stress urinary incontinence and uterine prolapse. Concomitant products included levothyroxine sodium (synthroid), oral contraceptive nos, thyroid (armour thyroid) and tizanidine. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian cyst ("ovarian cysts;"). In (B)(6) 2011, the patient experienced hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with unilateral salpingo-oopherectomy - left ovary and fallopian tube removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, uterine leiomyoma and ovarian cyst had resolved and the autoimmune thyroiditis, hot flush and night sweats outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, night sweats, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 (discrepancy noted. She received treatment for pain: pelvic/abdominal, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results- total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs and mr received : events added- hormonal changes describe: hot flashes; night sweats, ovarian cysts; fibroids. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated , events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and autoimmune thyroiditis ('autoimmune diagnosed:hashimto's') in a 31-year-old female patient who had essure (batch no. 794888-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid cancer, blood cholesterol abnormal, back pain, menometrorrhagia, stress urinary incontinence and uterine prolapse. Concomitant products included levothyroxine sodium (synthroid), oral contraceptive nos, thyroid (armour thyroid) and tizanidine. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian cyst ("ovarian cysts"). In (B)(6) 2011, the patient experienced hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with unilateral salpingo-oopherectomy - left ovary and fallopian tube removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, uterine leiomyoma and ovarian cyst had resolved and the autoimmune thyroiditis, hot flush and night sweats outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, night sweats, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 (discrepancy noted. She received treatment for pain: pelvic/abdominal, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results- total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-feb-2020: update of information (batch is not valid). On 19-feb-2020: correction due to discrepancy between coding action item and match point coder query. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and autoimmune thyroiditis ('autoimmune diagnosed: hashimto's.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and autoimmune thyroiditis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia and dysmenorrhoea had resolved and the autoimmune thyroiditis outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 (discrepancy noted. She received treatment for pain: pelvic/abdominal, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping),. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: pelvic/abdominal, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), autoimmune diagnosed: hashimto's., bleeding. Product indication was updated. Lab data was added. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.